Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with rash underneath the sensor pod area which occurred 10 days after the sensor had been inserted in the arm. The patient went to his doctor¿s office to pick up dexcom supplies and took the opportunity to consult about the rash under the sensor area that he noticed after removing the sensor. No testing was performed, and the area was examined visually. He was prescribed cephalexin to be taken once daily for 10 days. The patient continues to experience the rash and reported not feeling well because he is having issues with the process of sensor replacement. The replacement sensor concern has already been escalated, and the process has been discussed with the patient. At the time of the report, patient condition was unchanged. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).